Event description:
The customer reported that the system displayed intermittent fast stop error messages, which would cause the system to shut down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies, power signal interface board and the generator driver cable were replaced. The system was tested and found to be working as intended and put back into service.